Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedance and loss of capture (loc) on the right atrial (ra) lead channel. The ra lead is a non-boston scientific product. The health care professional (hcp) wanted guidance on doing a leadless ra lead. Technical services (ts) provided their insight and potential following actions. The device remains in use. No adverse patient effects were reported.